Event description:
It was reported that the customer's insulin pump got a button error while visiting miami. Instructed the customer that a us doctor needs to prescribe her the device in order to get an insulin pump in the united states. The customer that she will go to a local hospital for us prescription before sending a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.